Event description:
Allergan aesthetics received a report of a patient in (B)(6) who received coolsculpting treatment to the flanks in (B)(6) 2020 with the coolsmooth pro applicator and may have developed paradoxical adipose hyperplasia. Visible enlargement was observed in the treated areas and the tissue was described as firm. The patient was assessed in (B)(6) of 2022.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: d1, g1

Event description:
Allergan aesthetics received a report of a patient in brazil who received coolsculpting treatment to the flanks in (B)(6) 2020 with the coolsmooth pro applicator and may have developed paradoxical adipose hyperplasia. Visible enlargement was observed in the treated areas and the tissue was described as firm. The patient was assessed in (B)(6) 2022.